Manufacturer narrative:
Product analysis summary: the stent was not positioned on the balloon between the marker bands as per specifications. The stent had moved distally on the balloon. The mid to distal stent struts were stretched and not positioned on the balloon. Deformation was evident from the 1st to the 15th distal stent wraps with struts stretched. The remaining stent struts on the balloon could be moved easily on the balloon. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to blood in the guidewire lumen. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the ostium of the left main coronary artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred during positioning/advancement. The patient is reported to be alive with no injury.

Manufacturer narrative:
Add info: the target lesion was calcified. Stenosis was less than 70%. The vessel was not tortuous. If information is provided in the future, a supplemental report will be issued.